Event description:
The drugs in the pump were baclofen and clonidine. The patient outcome was reported as recovered with (unspecified) sequela. No rotor or dye studies were performed.

Manufacturer narrative:
Catheter model #: 8709, lot #: j11330r51, implanted: 2002-(B)(6), explanted: unknown.

Event description:
The pump was replaced on (B)(6) 2011 due to 'unexpected failure'. The medication from the explanted pump was placed into the new pump. Following the pump replacement, the patient experienced overdose. It was noted the patient left the hospital on (B)(6) of the previous dose prior to replacement surgery. A follow-up report will be sent if additional information becomes available.